Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Customer's blood glucose was 437.4. The customer successfully loaded a new cartridge onto the pump and resumed insulin without further recurrence of the alarm. Original cartridge was unavailable for return.